Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 508 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was one hr off. The daily totals added up correctly. Several no delivery alarms were found in the alarm history. The customer had no supplies at the time of the call. No further troubleshooting was performed. Nothing further was reported.